Event description:
A customer contacted beckman coulter regarding 2 erroneously elevated accu tnl results form 2 different patients that were generated by the access 2 instrument. The elevated accu tnl result for patient a was 1.32 ng/ml. The elevated accu tnl result for patient b was 0.78ng/ml. The customer questioned the elevated accu tn results for patient a and patient b retested teh original patient (a and b) samples for accu tnl. The repeated accu tnl result for patient a was 0.4ng/ml. The repeated accu tnl result for patient b was o.49ng/ml. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment that can be attributed to this event.